Event description:
It was reported that the device alarmed over temperature and low level at start up. No additional information was available. No patient injury was reported.

Manufacturer narrative:
Other text: a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked tank, corroded drain, and faded pole clamp were observed during physical damage evaluation. No error was found in event history log. Reported issue was confirmed during visual and functional testing. The over temp alarm went off at a lower temp than it should have and couldn't be adjusted because of the condition of the pot on the printed circuited board. The root cause of the reported issue was damaged by user. Actions were taken to mitigate the reported issue: replaced printed circuited board.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a corroded drain fitting, cracked tank cover, over temp pot on printed circuit board (pcb) is damaged, and faded pole clamp and plate clip. Functional testing found the over temp alarm went off at a lower temp than it should have and couldn't be adjusted because of the condition of the pot on the pcb. The root cause of the reported issue was found to be customer damage. Replaced the pcb, drain fitting, tank cover, plate clip, and pole clamp. Device passed all functional testing.

Event description:
Additional information was received which included the event date and that no patient was involved.